Event description:
A report was received that one corner of the patient's ipg site will not heal properly. There is no infection. The physician decided to explant the patient's ipg and attributed the issue to the patients heightened bloodpressure caused by smoking. The patient did not show up for surgery and despite the risk of infection explained by the physician.

Event description:
A report was received that one corner of the patient's ipg site will not heal properly. There is no infection. The physician decided to explant the patient's ipg and attributed the issue to the patients heightened blood pressure caused by smoking. The patient did not show up for surgery and despite the risk of infection explained by the physician.

Manufacturer narrative:
Correction to field on the initial MDR.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.